Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/23/2018 to the present date 10/1/2020 and confirmed that this device was not previously returned for servicing and there were production failures ((B)(4)) for failed in plunger force which does not correlate to the customer reported issue.

Event description:
It was reported the device was broken or damaged. There was no reported patient involvement.